Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately thirteen (13) years due to structural valve deterioration (svd). Per the surgeon, there was no malfunction of the device. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
It was reported that the prosthetic valve was explanted due to structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the specific nature of this event could not be confirmed. No further actions are possible with the available information.